Manufacturer narrative:
Additional information was received that there were no surgeries done prior to the revision. Sc-1200 (sn (B)(4)): device evaluation indicated that the ipg complaint was confirmed. The device could not be charged nor linked due to asic-u2 damage. The surface temperature of the component measured 34.7 ºc. The sleep current measured 48.76 ma. Vh to ground showed low impedance, 0 ohms. The source of the device damage was unknown.

Event description:
A report was received that the patient had difficulty charging ipg. It was noted that the remote control (rc) was not communicating to the ipg and was not able to take it out of hibernation. Injection was administered. The patient underwent an ipg replacement procedure. Device malfunction was suspected. The patient was doing well post operatively.

Event description:
A report was received that the patient had difficulty charging ipg. It was noted that the remote control (rc) was not communicating to the ipg and was not able to take it out of hibernation. Injection was administered. The patient underwent an ipg replacement procedure. Device malfunction was suspected. The patient was doing well post operatively.